Event description:
I had an emg nerve conduction test that injured my right calf resulting in a thermal burn. I did not observe the machine as I was not expecting anything to happen. On the one return visit, my husband (an electrical engineer) told dr (B)(6) to let him see the machine, as a result he told dr (B)(6), the machine needed to be calibrated. My reason for submitting this report is that I was injured at (B)(6) on (B)(6) 2017. I had an emg-nerve conduction study. I felt pain during the testing and about 1 hr after the testing I felt blisters severe pain on my right calf. I have included pictures of my injured leg with this submission. When I got home I called the department of neuroscience and they had me return to look at my injury and they chose a dermatologist to care for my injury. I have included the dermatologist report which describes my injury as a thermal burn and details my treatments. I am not reporting this to besmirch anyone although I feel like I have been "shoved under the rug." To this day, I have severe pain in my right calf all the way down to the ankle. I do not want this to happen to anyone else. The remarks to me were unusual. A tech the following week on (B)(6) 2017 that performed my carpal tunnel test saw my leg and replied in his own words: "I have never seen anything like that before." The same day the floor manager of (B)(6) replied in his own words: "are you sure this happened here." The ordering physician for the emg testing stated on her report that my right leg had developed blisters almost immediately after the emg/ncv. I have had so many remarks made to me about this situation wondering why I didn't have better attention to this injury. In my opinion, there was either a malfunction of the machine of possibly the operation of the machine. I had severe blisters that developed into a painful sore that took 7 months to heal. There remains an ugly scar that is still tender beneath that region. I have muscle pain daily. Thank you for reviewing my submission. I appreciate your time and feedback. Thermal burn.